Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient presented with extreme light sensitivity in both eyes even while wearing sunglasses approximately three weeks post photorefractive keratectomy (prk). The patient was noted to have transient light sensitivity (tls). The previously prescribed topical steroid eye drops were increased. In follow up, the patient was noted to be clear of symptoms and is not using the topical steroid eye drops. There are two medical device reports associated with this event. This report is for the right eye.